Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error and high blood glucose readings on the insulin pump. The customer's blood glucose was 114 mg/dl. The customer stated that there are cracks in the battery compartment as well as in the reservoir compartment. The customer stated that the act button needs to be pressed repeatedly in order for the button to work. The customer also stated that she had high blood glucose readings from the pump and she treated it with syringe. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.